Event description:
I got mentor 450cc smooth round high profile gel implants on (B)(6) 2013 with no complications. The procedure went as planned and I healed fine. In 2018 I started not feeling good, low energy, fatigue, unable to exercise as usual and really bad leg and joint pain. Tests for fibromyalgia came back fine and my blood work on (B)(6) 2018 came back showing very low ferritin which we started doing more tests, and more tests, and finally on (B)(6) 2020 my blood work showed low iron and low ferritin but still couldn't find the cause. We discovered because of the low ferritin it was causing restless leg syndrome, so I take medication for that at night to help me sleep because the pain is so bad. That's when I started on iron and getting ferritin infusions soon after that. Fast forward and it is now (B)(6) 2021 and I have a laundry list of bii symptoms and a support group that has helped me link all of this to my implants. I start another round of infusions on (B)(6) 2021 and I finally get to explant with a explant surgeon on (B)(6) 2021. We will see how these symptoms improve after explanting. For documentation purposes here is a list of my current health symptoms: fatigue weight gain dry skin excessive thirst joint pain dizziness/passing out depression cognitive dysfunction brain fog blurred vision dry eyes muscle weakness headaches off balance shortness of breath photosensitivity memory loss difficulty concentrating low blood pressure heart palpitations, flu like symptoms, digestive issues, back pain, hormone imbalance, bv infections, sleep apnea. Last week I got more results with the same low numbers and also a flag for inflammation, but I don't have a copy of those yet from my doctor. Cosmetic procedure.